Event description:
It was reported that the low sorbing pressure disc line experienced leakage. The following information was provided by the initial reporter: type of injury: none. Type of device: IV line. Model: alaris cc syringe pump line. IV line started leaking at pressure disk. Details of injury (to patient, carer or healthcare professional): nil. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): line changed, incident form completed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 4/13/2021 h.6. Investigation: two g30302m samples were received for investigation with residual fluid present in the line; no packaging was received with the samples, however the customer indicates the affected lot number to be 20095221. A visual inspection identified one g30302m sample was received missing the tubing downstream from the in-line pressure disc component; a close inspection of the second sample identified a perforation on the tubing located in the upstream pressure disc sleeve. Functional testing was performed on the complete g30302m sample by flushing with fluid using a 50ml bd plastipak syringe from bd stock; leakage was identified from the damaged tubing. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis of the assembly process did not identify a potential root cause for the observed tubing damage, furthermore they confirmed that the products are subjected to a 100% leakage testing protocol as part of the assembly process, any defective products are isolated and scrapped. A definitive root cause for the damaged tubing could not be determined in this instance, however the damaged tubing is likely to have occurred after the assembly process. The second sample received for investigation had the tubing separated from the pressure disc component, in this instance the tubing was not returned for investigation and therefore a definitive root cause could not be determined. A review of the production records for lot 20095221 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the low sorbing pressure disc line experienced leakage. The following information was provided by the initial reporter: type of injury: none. Type of device: IV line. Model: alaris cc syringe pump line. IV line started leaking at pressure disk. Details of injury (to patient, carer or healthcare professional): nil action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): line changed, incident form completed.

Manufacturer narrative:
H6: investigation summary: a g30302m sample was not available for investigation of this feedback. However the customer indicates that leakage was identified from the pressure disc component within 10 minutes of the start of infusion. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20095221 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined in this instance. Without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported issue. A review of the customer feedback database indicates that this is a rare occurrence with this customer being the only customer to provide this type of feedback against the g30302m set in the past 12 months. H3 other text : see h10.

Event description:
It was reported that the low sorbing pressure disc line experienced leakage. The following information was provided by the initial reporter: type of injury: none. Type of device: IV line. Model: alaris cc syringe pump line. IV line started leaking at pressure disk. Details of injury (to patient, carer or healthcare professional): nil. Action taken (includes any action by patient, carer or healthcare professional, or by the manufacturer or supplier): line changed, incident form completed.